Event description:
A surgeon reported having a patient with blurred vision, difficulty with intermediate distance vision and an increased contrast sensitivity following bilateral intraocular lens (iol) implant surgery. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. A completed questionnaire has not been received.